Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 30-may-2016: (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-jun-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in 2009 for permanent contraception and experienced chronic pelvic pain among other non-serious events. Six years later she had essure removed but the events did not resolve. This pelvic pain is serious due its medical importance and listed in the reference safety information for essure. Considering that essure use may cause pelvic pain and that in this particular case, there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a(B)(6) female consumer via regulatory authority ((B)(4)) in (B)(6) on 09-mar-2016 who had essure (fallopian tube occlusion insert) inserted in 2009 for contraception. In 2009, the consumer experienced chronic pelvic pain, abdominal pain, vaginal haemorrhages, and loss of hair. In 2015 essure was removed but the events did not resolve. Caesarea was reported as treatment for the events. The reporter considered the reaction serious but did not specify which reaction. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in 2009 for permanent contraception and experienced chronic pelvic pain among other non-serious events. Six years later she had essure removed but the events did not resolve. This pelvic pain is serious due its medical importance and listed in the reference safety information for essure. Considering that essure use may cause pelvic pain and that in this particular case, there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.